Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer blood glucose have gotten high up because of the no delivery alarm. Customer declined high blood glucose troubleshooting. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 257 mg/dl. After the troubleshooting was done, customer was advised that 5u fixed prime the pump alarm. Customer did not have a plunger disconnected and reconnected the set, then ran a manual 5 units with insulin exiting. The customer was advised the alarm was caused by a connection issue. The customer reported via phone call that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown. The customer stated that this is second occurrence of off no power. The customer was advised the pump will be replaced.